Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed blisters on his back under the ECG electrodes. The patient's nurses applied a covering to the blisters and adjusted the garment. Follow-up indicated that the irritation improved.